Manufacturer narrative:
Correction: d3, d4(UDI) additional info: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a gastric bypass procedure using 5 reloads with a powered stapler, the patient experienced extended hospitalization for two additional days and bleeding in stool between 24 and 48 hours postoperatively. Staple line bleeding was reported. No intervention was required for the staple line bleeding.

Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#: p5e0955), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p5d1032), egia30avm, egia30avm egia30 artic vascual medsulu (lot#: n5a1795y), egia60avm, egia60avm egia 60 artic vasc med sulu (lot#: p5d1081). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.